Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and ketones were present. Customer felt ill and contact assisted customer with administering insulin injections to address bg. Contact verified insulin was observed after the fill tubing step was completed; however, contact alleged pump was not delivering insulin properly. Although multiple attempts were made by tandem technical support to perform a pump system check, contact did not reply.